Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. Troubleshooting was performed, and the error alarm was confirmed. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose monitor support disk.